Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the physician had difficulty inserting the atrial lead into the pulse generator header. A new pulse generator was used and the lead was successfully implanted.